Manufacturer narrative:
The patient was born on an unspecified date in 1971. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. One week after event onset, dianeal therapy was withdrawn and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined follow up.